Manufacturer narrative:
Findings: no unexpected button error alarms noted. Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 68 mg/dl. The customer stated that button is still acting up. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 68 mg/dl. The customer stated when she presses up it would keep going up and other button are intermittent. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.